Event description:
Boston scientific received information that the patient with this device system was in atrial flutter. The attending physician attempted to perform a 50 hz manual burst in the atrium. The ep test screen defaulted to the ventricle, and the physician inadvertently delivered a 50 hz burst into the ventricle, causing the patient to enter ventricular tachycardia (vt). A single stat shock was delivered to convert the vt. The patient was reportedly doing great.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.